Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the patient's dka. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)> if you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance.," and "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The patient reported that she activated the device on (B)(6) 2012, at 6:44 pm. She had a meal containing about 53 grams of carbohydrate at 7:43 pm and took a 4.05 unit bolus. At 9:12 pm, she ate about 14 grams of additional carbohydrate and bolused another 1.05 unit. When she woke up on (B)(6) 2012, at 1:06 pm (she works 3:30 pm to 4:00 am), she felt sick and her blood glucose measured 332 mg/dl and her breakfast was estimated at 50 grams of carbohydrate, so she took an 8.3 unit bolus. By 5:36 pm, her bg reached 395 mg/dl and she corrected with a 5.85 unit bolus. At 7:22 pm, her bg was 421 mg/dl and she tried to drink gatorade (15 g cho); she bolused 5 units. Her bg measured 385 mg/dl at 8:15 pm and 489 mg/dl at 9:05 pm. At that time, she went to the emergency room, where her bg was >500 mg/dl on arrival. She was hospitalized from (B)(6) 2012 with diabetic ketoacidosis. She's not sure the hospitalization was related to the pod, but said the cannula did look kinked.